Event description:
It was reported that ¿the nurse experienced an issue with the prass probe not working well when used with the nim.¿ the nurse reported that she checked connections and everything appeared to be connected correctly. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: mainframe 8253001 nim response 3.0, 510k: (B)(4), serial # (B)(4), lot# 206349767, MFR date: 2012-11-19. Patient interface 8253200 response 3.0, 510k: (B)(4), serial # (B)(4), lot# 206441640, MFR date: 2012-12-11. (B)(4). The stimulating prass probe in question was discarded by the customer and will not be returned. However, the concomitant devices were returned. The product analysis for the nim response 3.0 mainframe 8253001 states that the unit was examined and the customer¿s issue could not be duplicated. As a preventive maintenance measure, the software was updated to the most recent version. During the software update, the dsp board and cf card failed, as a strange beeping sound was heard. These parts were replaced, and the software upgrade was successful. There were no other issues with the device. The product analysis for the nim response 3.0 patient interface indicates that no issues were found aside from worn wave washers. The device otherwise met manufacturer specifications.